Manufacturer narrative:
H.6 investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1911714, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the syringe pump set off an "occlusion" alarm "3 times" during use with the bd plastipak¿ luer-lok¿ syringe. This occurred while administering "noradrenaline" to a patient with an "intraoperative hemodynamic instability" who was awaiting "bypass surgery" the following month. The syringe was disconnected from the patient and checked, where the plunger was found to be "stuck". Manual pressure was applied and the piston released, causing no further alarms. The following information was provided by the initial reporter, translated from french to english: "unstable coronary patient (awaiting bypass surgery in (B)(6) 2020) requiring programmed general anesthesia prior to bypass surgery. Intraoperative hemodynamic instability requiring ivse administration of noradrenaline. Use of a 300629 syringe for administration. During use, alarm pushes syringe "occlusion" 3 times despite verification of use (taps, venous line, mains connections, etc.). Corrective action: disconnect the syringe from the patient and check that the system is working properly: the plunger is 'stuck' and presents abnormal resistance to manual pressure. After manual pressure and release of the piston, no new arlarme. Consequences: no nad administration during this period and "prolonged" episode > 5 min of hypota. A priori, there are no consequences that can be observed in sspi.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe pump set off an "occlusion" alarm "3 times" during use with the bd plastipak¿ luer-lok¿ syringe. This occurred while administering "noradrenaline" to a patient with an "intraoperative hemodynamic instability" who was awaiting "bypass surgery" the following month. The syringe was disconnected from the patient and checked, where the plunger was found to be "stuck". Manual pressure was applied and the piston released, causing no further alarms. The following information was provided by the initial reporter, translated from (b))(6) to english: "unstable coronary patient (awaiting bypass surgery in (b))(6) 2020) requiring programmed general anesthesia prior to bypass surgery. Intraoperative hemodynamic instability requiring ivse administration of noradrenaline. Use of a 300629 syringe for administration. During use, alarm pushes syringe "occlusion" 3 times despite verification of use (taps, venous line, mains connections, etc.). Corrective action: disconnect the syringe from the patient and check that the system is working properly: the plunger is 'stuck' and presents abnormal resistance to manual pressure. After manual pressure and release of the piston, no new arlarme. Consequences: no nad administration during this period and "prolonged" episode > 5 min of hypota. A priori, there are no consequences that can be observed in sspi."